Event description:
As reported by the user facility: brief inquiry description: tubing leaking at the distal y-site. Detailed inquiry description: pump tubing leaking with ICU chemo lock at the distal y-site. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) used samples were provided for evaluation. Visual evaluation along with comparison against the product technical drawing was conducted. Each sample was assembled within internal specifications. Furthermore, the sets were subjected to functional leakage and occlusion testing, and no defect was detected at the time of testing. Based on the investigation findings, no defect was found at the time of testing; therefore, the reported defect was not confirmed. The exact root cause of this incident could not be determined. No further corrective/preventative action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.